Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and upon power up, observed the display dim and motion artifact on entire screen. The fse resolved the issue by removing the display cover assembly and replacing the display to video receiver cable with new non-inventoried part. The fse then tested the display to ensure the issue was corrected. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) display was fading and/or dim. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, b6, b7, d1, d11, g4, g7, h2, h6 (investigation type), h10, h11. Corrected fields: g1(contact person), h4. Fse also noticed expired safety disk during check out when onsite to repair unit. Fse replaced safety disk per protocol. Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/102) the overall 24 month product complaint trend data for the period may 2019 through apr 2021 was reviewed. There were no triggers identified for the review period.